Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a, lot# j0015934v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a, lot# j0008033v, implanted: (B)(6) 2001, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: fa37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a, lot# l48675, implanted: (B)(6) 1998, product type: lead. Product ID: 3487a, lot# l47689, implanted: (B)(6) 1998, product type: lead. Product ID: 3487a, lot# j0225356v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received about 2 months later reported that both batteries were replaced due to normal battery depletion. No device malfunctions were noticed. The patient had been doing fine after that. It was noted that the device would not be returned. Records showed that the replacement took place on 2014-(B)(6).

Event description:
It was reported that there were telemetry issues. A manufacturing representative met with the patient and was unable to get communication with either battery. ¿both of them went out.¿ 2 days prior everything was fine. However, the day prior everything had just shut off. The physician was going to replace both batteries on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturing report #3004209178-2014-20860.